Manufacturer narrative:
The patient's death was reported against the pump under MFR. Report #2916596-2019-06163. Serial number was not provided, therefore UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient expired. During log file analysis, a no external power alarm was observed while the device was connected to the mobile power unit (mpu). It cannot be discerned if the power cord came loose from the connection with the mpu, the wall outlet, or if power to the house was lost. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. The submitted log file contained approximately 9.5 days of data ((B)(6) 2019 ¿ (B)(6) 2019 per the timestamp). The log file captured no external power and low voltage hazard alarms due to a temporary loss of power while connected to the mpu on (B)(6) 2019 from 20:07:19 to 20:08:26. The system controller backup battery supplied power to the system during the loss of external power. The alarms resolved when power from the mpu was restored. No other notable alarms were active in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Multiple requests were made to obtain additional event information (including the serial number of the mpu, if the cause of the loss of power was determined, and if the patient has a locking ac power cord for the mpu); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate iii lvas, including how to properly use the mpu. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No additional information was provided. The manufacturer is closing the file on this event.